Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. No kinks or damage were noted in the basket formation. Functional testing determined the handle actuated the basket formation. Further visual examination noted one wire in the basket formation had pulled out of the distal cannula. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have 1 of the 4 basket wires pulled free from the basket cannula. The basket cannula, located at the proximal end of the basket, holds the basket wires in place to properly form the basket shape. All devices are inspected for functionality and damage before packaging, including a pull test of the basket assembly. The loose wire was discovered during use. It is possible the wire had gotten caught and pulled on something during use. It is also possible the wire was not properly glued during manufacturing. There is not enough evidence available to determine a probable cause. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 17oct2019.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after biliary lithotripsy the user planned a stone removal with a ncircle tipless stone extractor, but found that the basket had a broken wire while advancing it through the endoscope. The user then used another ncircle tipless stone extractor to complete the procedure. No adverse effects to the patient were reported to have occurred due to this malfunction.